Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a minimum fill notification after loading the cartridge with 180 units of insulin. While attempting to load a new cartridge, the pump shut off unexpectedly. The pump was connected to a power source, however the pump remained off. There was no reported impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged shutdown malfunction was verified. The alleged minimum fill malfunction could not be verified